Event description:
Customer reported due to a delivery delay of a replacement adc meter, they were unable to test and experienced symptoms of hyperglycemia. They reportedly self-treated with glucagon and no third party medical intervention was required. There was no report of diagnosis, death or serious injury associated with this event.

Manufacturer narrative:
This is a final report. This is a delivery issue, no product investigation is required.